Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac lemo connector pin# 1, 2, 3, 4 and 5 were burnt and had melted. Carefusion scrapped the adapter and sent a replacement to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported that the lemo connector on the ac adapter is burned with damaged pins. It is unknown if there was patient involvement associated with the reported issue.